Event description:
It was reported that patient presented for routine generator change due to normal eri, insulation anomaly was noted on right ventricular lead. There was no associated electrical issue. Lead was explanted and replaced. Patient was stable prior during and post procedure.

Manufacturer narrative:
The reported event of insulation anomaly was confirmed. An external insulation abrasion breaching the right ventricle cable lumen was found at 12.5 - 12.9 cm from the connector pin. The etfe coating was intact in this location. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.